Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose for the past month and insulin leakage while using the infusion sets. She stated last night 4-4.5 hours after dinner her blood glucose measured 298 mg/dl. Her normal blood glucose range is 120-170 mg/dl. She either boluses through the infusion device or injects insulin via syringe to lower her blood glucose. Her blood glucose elevates within a couple of hours after inserting the infusion set. She stated, the infusion set cannula has been bent a couple of times and she notices insulin leakage when her clothes become wet. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was not available for return. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.